Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k021403.

Event description:
While the surgeon was impacting the acetabular shell into the patient's acetabulum, the locking ring fell out. The surgeon tried to place the ring back in the shell but was unable. Therefore, the surgeon reamed the patient's acetabulum again and implanted a larger size acetabular shell without issue. As a result of the event, there was a twenty minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information. (B)(4). Review of device history records found no evidence of product nonconformance. Dimensional analysis was performed on the shell and the device was found conforming to print. A dimensional analysis could not be performed on the locking ring. There was no visible damage to the locking ring and the locking ring was present in the shell. A conclusive root cause of the event cannot be determined; however, corrective action has been initiated for the reported issue.